Event description:
According to the reporter, while in the gastrojejunostomy on a open abdominal fundusectomy, the u-shaped staples fell into the patient cavity without forming b-shape. The device was able to be fired completely but only the stapling of three(3) rows on one side were completed, and stapling on 3 rows on the other side were not performed at all. The device was able to perform a stapling only half on one side. The reload storage portion was damage and broke off. It was also noted that the jaws of the device lock on tissue and was removed as usual. A forceps was used to retrieved the unformed staples. To resolve the issue, the surgeon had to hand sew the unfinished stapling site to create anastomosis.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and the jaw of the reload was open. The staple pushers on one side were not pushed up after 5 cm cut line and the sled was broken and the part of the broken sled was stuck in the knife channel at 4cm cut line on the cartridge side. A part of cartridge surface was broken by biting foreign objects and one staple on the reload was partially formed and eleven staples were under crimped. Functionally, the reload was loaded into a representative handle and the returned handle. The clamping mechanism was deformed and the functional test was not performed due to breakage of the sled. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device into the surgical cavity and the jaws of the device were broken or damaged. The staples did not form as expected and the staples were also missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the gastrojejunostomy on a open abdominal fundusectomy, the u-shaped staples fell into the patient's cavity without forming b-shape. The staple line was also centrally incomplete. The reload storage portion was damage and broke off. It was also noted that the jaws of the device lock on tissue. A forceps was used to retrieved the unformed staples. An anastomosis was created by hand sew.